Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported surgical intervention was undertaken wherein the ipg was explanted and replaced resolving the issue.

Event description:
It was reported the patients ipg intermittently communicates with external devices, preventing the ipg from being charged. Surgical intervention may be pending to address the issue.